Event description:
Dealer states her customer told her the unit is not putting out enough oxygen. Dealer alleges that her customer told her that her patients lips were blue from not receiving enough oxygen.